Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported that the insulin pump alarmed weak battery and had blank display. Customer stated that she changed couple of times the battery and received weak battery alarm and noticed the insulin pump screen was blank. Troubleshooting was done. Customer's blood glucose was 152 mg/dl. Advised the customer that battery cap would be replaced. During troubleshooting, the display on the insulin pump returned. Advised the customer that battery cap would be replaced. Advised the customer to monitor the insulin pump. No further information provided.